Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated. (B)(4).

Event description:
It was reported that during device interrogation, a fault code indicative of a long charge time was exhibited. No further device evaluations were possible thus the patient sent for an immediate generator replacement. The patient also reported recent hospitalization for multiple device shocks. The patient has been reported as stable and the explanted device is expected to be returned for laboratory analysis.